Event description:
The facility reported to a baxter representative an infusion pump that stopped during patient infusion of a sodium chloride solution. The pump generated failure code 810:04. According to the hospital representative, no patient injury or medical intervention has been reported related to the device. No additional information or contac was available.

Manufacturer narrative:
Evaluation summary: the device has been requested by baxter technical services for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filled upon completion of the evaluation or if additional information becomes available.